Manufacturer narrative:
The field service engineer (fse) verified the analyzer and the software. The fse could find the questionable result in the customer's data information but not in the analyzer's software. Qc and delta checks have not yielded any other discrepant results since the event. The investigation determined that the calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient tested on a cobas c 513 analyzer. At 10:40:50 am the initial a1c result was 6.92% and was released outside of the laboratory. Simultaneously at 10:40:50 am the automatic repeat result was 12.75% which was consistent with the patient's previous results and deemed correct. The customer repeated the sample a second time and the result was 12.73%. The a1c reagent lot number was 341664. The expiration date was asked for but not provided.